Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a "breakage" during mammography. The patient had not had any other symptom, hit nor anything. The device will be explanted. Side unknown.